Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. The reported bend was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the minimally calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair procedure. Reportedly, the proglide device would not advance over the guidewire, the proglide device "buckled laterally at the transition between the softer hydrophilic coating and the stiffer section". Another proglide device was used with the same guide wire to preplace sutures. Hemostasis was achieved with the successfully preplaced sutures. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.